Event description:
It was reported that the ilet pump displayed alert 28 related to the battery thermistor, shut off, and could not be restarted after a prior successful restart, consistent with a mechanical problem; the user¿s blood glucose was reported over 400 mg/dl without symptoms, and the user transitioned to backup therapy with subcutaneous insulin via pen. Symptoms included hyperglycemia. Outcomes included a missed dose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that results are pending completion of the investigation, with the event associated with a mechanical problem. It was concluded, based on previously established findings for similar reports, that the conclusion is not yet available. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.